Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The registered respiratory therapist (rrt) later advised ventec that the v*home was working as intended. They determined that the patient needed to be on an active circuit, therefore making them not a good candidate for use of the v*home. The patient was transitioned to a v+pro with an active circuit and has had no issues. The vocsn clinical and technical manual [p.24] advises the following: "warning: to ensure patient safety, check the ventec one-circuit and verify that all system settings and presets are appropriate before providing therapy, and on a routine basis during therapy. Each time the ventec one-circuit or its configuration is changed, or the circuit type control is modified, run a pre-use test before initiating therapy. The pre-use test will calculate the resistance, and leak of the ventec one-circuit to ensure ventilation therapy is delivered accurately." The investigation determined that the cause of the reported issue was user error.

Event description:
It was reported to a react health (ventec) ventilation product support specialist that a patient would desaturate while on their v*home ventilator. The patient was reportedly on the v*home invasively, using oxygen flows from 8 to 20 liters per minute (lpm). The initial reporter, a registered respiratory therapist (rrt), advised the ventilation product support specialist that the patient¿s o2 saturation would drop into the 80¿s when on 8 lpm. The rrt advised that flow (o2) was then increased to nearly 20 lpm, but that the patient¿s o2 saturation would not get out of the 80¿s. The ventilation product support specialist assisted the rrt with troubleshooting, and the patient¿s o2 saturation increased to greater than 92%. There was no allegation of a device problem which may have contributed to the patient's desaturation, only that the patient desaturated while on the v*home ventilator. The patient survived the reported event and there were no reports of patient harm as a result of the reported issue, however, the patient did allegedly desaturate during the event necessitating medical intervention to prevent permanent impairment/damage to the patient.